Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to a relay branch custom-made device. The custom made relay branch devices are not marketed in the us, however they are similar to the relay thoracic stent graft with plus delivery system approved for sale in the us ((B)(4)). The event occurred in hungary. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Due to narrow access vessels of the patient a pre-dilatation or retroperitoneal conduit was necessary to safely advance the 26fr maindevice. Both options were discussed pre-operatively. After pre-dilatation of the right external iliac artery with a ø8mmx100mm pta-balloon + a 22fr sentrant sheath it was decided to gently advance the relaybranch maindevice. When it was felt by dr. (B)(6) that further advancement would either damage the device or the patient, he retrieved the delivery system from the right access vessel. When the delivery system was fully outside of the vessel, it was discovered that the tip of the device was missing. X-ray showed that it was still inside the proximal right external iliac artery of the patient. The tip of the device was safely retrieved from the patient and the right external iliac artery was repaired with a ø10mm dacron graft. Flow into the right leg was restored." Patient outcome - "patient has been prepared for this procedure with carotid artery access on both sides, left femoral (vein & artery) access and right femoral artery access. To resolve the issue with the tip of the device as described above, a large retroperitoneal incision + bypass-graft on a healthy right external iliac artery had to be made. Treatment as planned (relaybranch implantation in zone 0) did not take place."

Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to a relay branch custom-made device. The custom made relay branch devices are not marketed in the us, however they are similar to the relay thoracic stent graft with plus delivery system approved for sale in the us (p110038). The event occurred in hungary.

Event description:
"Due to narrow access vessels of the patient a pre-dilatation or retroperitoneal conduit was necessary to safely advance the 26fr maindevice. Both options were discussed pre-operatively. After pre-dilatation of the right external iliac artery with a ø8mmx100mm pta-balloon + a 22fr sentrant sheath it was decided to gently advance the relaybranch maindevice. When it was felt by dr. Csobay-novák that further advancement would either damage the device or the patient, he retrieved the delivery system from the right access vessel. When the delivery system was fully outside of the vessel, it was discovered that the tip of the device was missing. X-ray showed that it was still inside the proximal right external iliac artery of the patient. The tip of the device was safely retrieved from the patient and the right external iliac artery was repaired with a ø10mm dacron graft. Flow into the right leg was restored." Patient outcome - "patient has been prepared for this procedure with carotid artery access on both sides, left femoral (vein & artery) access and right femoral artery access. To resolve the issue with the tip of the device as described above, a large retroperitoneal incision + bypass-graft on a healthy right external iliac artery had to be made. Treatment as planned (relaybranch implantation in zone 0) did not take place."